Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that while in the cath lab, the intra-aortic balloon (iab) was prepped and the md inserted the super arrow-flex (saf) sheath into the femoral artery. The iab was threaded over the spring wire guide (swg) and into the saf sheath; however, the iab could not be advanced totally through the saf sheath. As a result, the md removed the iab and saf sheath as one unit. Another iab-05840-lws was opened and used without complications. The md used the same insertion site and swg and he was able to insert the second iab through the second saf sheath. There was no reported excessive bleeding. There were no reported pt complications.